Event description:
The clinic reported that a pt underwent with an epithelial ingrowth following a laser vision correction enhancement procedure. The pt's flap was refloated and the epithelial ingrowth was removed. The pt is not being following by the reporting clinic. The clinic indicated that no further clinical info is available.

Manufacturer narrative:
(B)(4) - no clinical support or service was requested. Customer reporting incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.